Event description:
It was reported the patient had an elective pump replacement and catheter revision (see manufacturing report # 3004209178-2013-10534) and was admitted to the hospital. After surgery, the patient was admitted to ¿the floor¿ where he had difficulties with aspiration and acute respiratory failure and was emergently transferred to the intensive care unit, where he was medicated with intravenous propofol and versed, intubated and stabilized on (B)(6) 2013. The patient¿s therapy was suspended by placing a magnet over the pump on (B)(6) 2013. A bronchoscopy did not reveal any major mucous plugs at that time and the patient had signs and symptoms of hypoxemia and aspiration pneumonia, and was hospitalized for a prolonged period of time. It was stated the patient aspirated on the day of surgery and it was noted by the healthcare provider (hcp) that it would not ever be known if the aspiration was due to pump medication or anesthesia. It was said the patient had a history of central sleep apnea, which increased his risk for aspiration. The patient was transferred from one hospital to another hospital for a higher level of care for acute respiratory failure on (B)(6) 2013. It was later indicated that as a result of the patient¿s treatment for cancer of the head and neck, the patient had persistent upper respiratory tract problems, difficulties with swallowing and chronic aspiration, reflux, dysphagia, vocal cord paralysis and obstructive sleep apnea. A bronchoscopy revealed the patient had esbl pneumonia. He had progressive difficulties and pulmonary congestion with the inability to manage secretions, which were said to have compounded to the problem. Ultimately, he aspirated because of poor larynx control and reflux from attempted stomach feedings. His right lung ultimately had a mucous plug and was ¿re-expanded¿. He had several bronchoscopies to clear thick bronchial secretions to assist with maintaining good oxygenation. It was documented he required as much as 100% oxygen to maintain good oxygenation. He had gastroparesis and his gastric contents were not emptying so the tube feedings were stopped and total parental nutrition (tpn) was started. He had significant pain pump involvement with narcotics, decreasing his bowel function. His bowels were eventually ¿moving¿ again. It was said this was another problem thought to be impacting his inability for the gastrointestinal (gi) tract to empty his stomach. The patient had deconditioning and nutritional deficiency prior to coming into the hospital. It was said he had a ¿significant¿ problem with rapid atrial fibrillation, in which medication was used and helped to resolve. His pain pump medication was decreased because of his bowel difficulty and he became agitated, (distress) which was said to have probably precipitated his atrial fibrillation episode. The patient¿s left arm was also noted to be swollen but there was no deep vein thrombosis (dvt) noted on ultrasound. At the time of transfer, the patient was noted to be ¿relatively stable but very critically ill.¿ his transfer diagnosis were said to include; respiratory failure due to mucous plugging following aspiration pneumonia, esbl, aspiration bronchitis, pneumonitis, atherosclerotic cardiovascular disease with atrial fibrillation, deconditioned, history of head and neck cancer, status post chemotherapy and radiation therapy, absence of one vocal chord, chronic aspiration, chronic pain management with pain pump, mild hypertension, agitation and chronic depression. On the day the patient was admitted to the transfer hospital, the physician¿s note indicated his respiratory failure was worsening. Supplemental oxygen was at 100% and he developed a worsening chest x-ray as a result of aspiration. The patient¿s respiratory failure was said to be exacerbated by the development of extended-spectrum beta-lactamase (esbl) aspiration pneumonia, leukocytosis secondary to aspiration pneumonia, pulmonary edema and bilateral pleural effusions. It was noted on (B)(6) 2013, the patient had acute lung injury and possible acute respiratory distress syndrome (ards.) It was noted the patient had intermittent tachycardia, atrial fibrillation and atrial flutter. His cardiac arrhythmias (arrhythmia)were managed with intravenous (IV) cardiac medications. On (B)(6) 2013, the cardiac physician noted if the patient became more difficult to oxygenate, he may require external corporal membrane oxygenation (ECMO.) A renal consult occurred on (B)(6) 2013 and noted the patient had acute kidney injury (aki). He went on to require continuous renal replacement therapy (crrt). The renal physician indicated the patient was oliguric with acute tubular necrosis (atn). He additional documented that he could not rule out vancomycin induced aki. This physician noted the patient was in septic shock and had both metabolic and respiratory acidosis. It was noted on (B)(6) 2013, the patient developed bilateral dvts. It was noted by an ent physician that prior to the event, the patient used biphasic positive airway pressure (bipap) at night. It was said the patient did not have his bipap machine on post -op night zero and that the ¿respiratory distress was most likely related to his obstructive apnea.¿ the patient had an endocrine consult on (B)(6) 2013. It was noted the patient also had a history of adrenal insufficiency, and syndrome of inappropriate antidiuretic hormone (siadh) both of which were addressed with medication interventions. During the event, it was noted in a neurological consult documentation that on (B)(6) 2013 the patient had an altered mental status. A magnetic resonance imaging (MRI) of the brain was ¿negative¿, but the record reported evidence of encephalopathy. The patient was noted to be minimally responsive, not tracking and without purposeful movement. The patient¿s altered mental status was said to have multifactorial etiologies; infective, metabolic, respiratory failure, aki, and encephalopathy. It was also noted that the family had discussions of quality of life/end of life and possible hospice care. While the patient was still intubated and noted as ventilator dependent, there was notation his status was a do not resuscitate (dnr). The patient died on (B)(6) 2013, 21 days after the pump replacement. It was later reported the death was possibly related to the implant procedure and therapy. It was later reported the death was possibly related to the surgery/anesthesia. This event resulted in prolonged hospitalization and patient death. The pump medications consisted of hydromorphone, bupivacaine, baclofen, clonidine and droperidol.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).